Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt cables) was confirmed. Upon evaluation, the ECG electrode cables, trunk cable connector, and locking nut were damaged. The root cause of the damaged cables, connector, and locking nut is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt cables were damaged.